Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involved.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi 8100 display not correct. Case notes: problem description (B)(6). 8100 display not correct. Called biomed due to an error inquire via email. Did not have serial number. Sent pictures of the 8100 ds1 scroll screen displaying incorrect characters. Recommend to replace the display board. Bio med will replace display board.